Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was relieving pain in the patient¿s right leg. The patient kept the settings low, as when she increased stimulation, it shocked her. The patient stated it was positional. The patient was to meet with a company representative to get programming, but never got around to it. Additional information was requested, if received a follow up report will be sent. (Omitted info for pump pes)